Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05613. A review of the device repair history was reviewed which indicated the device was purchased on (B)(6) 2008 with no previous repair records. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is speculated that this case was potentially caused by a charged coupled device (ccd) failure. It is thought that the ccd failed due to water immersion from a hole in the cable caused by the user's handling and the image has disappeared because the ccd failed. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use (IFU) provides the following: important information ¿ please read before us - ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing results found a failed charge coupled device. Additionally, a puncture was observed on the cable causing a leak. Also noted were a hairline crack on the connector and a broken coupler pin. Any additional information will be provided in a supplemental report.

Event description:
The user facility reported that the device does not give an image. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.